Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The glenoid reamer and straight driver were returned. Visual exam revealed reamer is fractured at the threaded feature of the locking screw. It was noted that half of the locking screw was retained in the driver. The reamer as inspected was found conforming to print specifications where measured and hardness test verified conformance as well. Lot review indicated reamer has approximate field age of 6 years and 6 months. The device is used for treatment. No other complaints of any type have been reported for this lot of reamer. Reamer locking screw fractures may occur if the locking screw is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver however an exact cause cannot be determined with certainty. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery, while the surgeon was using the glenoid reamer, it broke off into the straight driver. It was noted that the threads of the glenoid reamer remained inside of the straight driver making it unusable for the rest of the surgery. The surgeon used the angled driver to complete the surgery.